Manufacturer narrative:
D4: lot# is unknown; UDI is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that a solera voyager set screw was implanted and, after explanting and examining the set screws, sheering was observed on the set screw. It was reported that the sheering caused the set screw to not fit tightly in the tulip head of the screw, the cap was loose, and the rod was slipping and started to slip inferiorly. It was reported that revision surgery was performed in which the surgeon revised the rod and replaced the screws, rods, and set caps on the side of concern, and the product was explanted. There were no patient symptoms or complications were reported as a result of this event.